Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not responding at all and had frozen display. The customer¿s blood glucose level was 176 mg/dl. Customer stated alarm occurred during the time that the buttons were not responding. Customer was able to successfully clear the alarm. Customer stated insulin pump buttons began to work in less than 5 minutes without battery change but display was still frozen. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.